Event description:
It was reported the patient had back surgery that was unrelated to the device, and during the surgery, one of the leads was cut. The patient had no stimulation. The health care professional stated the patient had a revision, and the patient outcome was "no injury."

Manufacturer narrative:
(B)(4).